Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a malfunction alarm occurred and the pump shutdown. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 470 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malf code 14 - p2 issue was verified, but the battery-not charging issue could not be verified.